Manufacturer narrative:
Investigation summary bd received 2 samples for investigation. Both returned samples were subjected to visual and functional tests for hub/collar separation and defective locking mechanism. Both samples failed testing as the hub separated from the collar. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, two (2) units exhibited hub/collar separation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
G5: additional PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, two (2) units exhibited hub/collar separation. No adverse impact was reported regarding the patient or user.